Manufacturer narrative:
During visual inspection, it was found that the unit had a blank display due to moisture damage on the electronic assembly; the unit also had moisture damage on the motor. The unit had a minor scratched lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, a scratched reservoir tube window, and a stained end cap sticker. (B)(4).

Event description:
The customer called in to report that after inserting a new battery the display stayed blank. The customer's blood glucose level was unknown. The customer stated they sometimes sweat on the device and there was moisture on the screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.